Event description:
Report received of an underdelivery. During preventative maintenance testing, the pump delivered a measured volume of 15 ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.